Event description:
It was reported that the pump's alarm sound was not annunciating resulting in a blood glucose (bg) of ~3mmol/l. The customer continued normal pump therapy and blood glucose was resolved.